Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph provided. Visual examination of the photo identified signs of repeated use with scratches, discolored, worn and one of the posts had fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined.. X-ray review indicates there is implant fit and alignment are maintained, bone quality is osteopenic, no signs of loosening, wear, radiolucency, or other contributing factors, the locking post is not visualized. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6) h3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
It was reported patient underwent a revision procedure twenty years post implantation due to implant fracture and instability in knee. Attempts to obtain additional information have been made; however, no more is available.